Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damage. There were no damages and or exposed wires of the returned power cables. Including power supply, power cord and right-angle ext. No software malfunctions, errors, warnings, or anomalies were observed during unit bootup or during handheld touch screen commands. Patient data backup was unable to be performed due to a defected pcb board, causing the unit to unexpectedly power off on its own. Due to a power malfunction with the returned unit. A golden i3 pcb board was then used for further testing and evaluation. Final test #1 is the result of the golden i3 pcb and golden compact flash programmed to function as a substitute of the original received pes. Diagnostic-test #1 is the passing results of the substituted golden i3 pcb and golden compact flash using the original returned antenna (reference test results provided). Recommend i3 pcb board be replaced. Customer reported that the patient electronic system (pes) had a frayed power connector plug was unconfirmed. Customer reported that the unit would not stay powered on was confirmed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.